Manufacturer narrative:
Other text: d4: UDI updated - (B)(4) . H6: evaluation codes updated device evaluation: one device was received. A visual inspection found no major physical damage. During the functional testing, the o2 concentration measurement was not in spec at low setting with air mix only, but was all in tolerance with no air mix. The customer reported issue was confirmed. The cause of the issue was found to be that the peep control was out calibration and the scheduled pm was due. The peep control valve was updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed o2. Patient involvement unknown.